Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee athroscopy(tka) surgical procedure, it was noted that the blade broke where it fits into the handpiece and pieces fell into the patient. A delay of 10mins was reported to perform an unplanned x-ray it was further reported that the procedure was completed successfully and no additional adverse consequences or patient impact was reported.

Manufacturer narrative:
Investigation results indicate that the markings on the mount of the blade suggest that the hand piece was pulled backwards while the blade was in use. The rounding of the teeth and impaction marks on the side of the blade would suggest that the blade came in to contact with metal. The IFU 's of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity." The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures."

Event description:
It was reported that during a total knee arthroscopy (tka) surgical procedure, it was noted that the blade broke where it fits into the handpiece and pieces fell into the patient. A delay of 10mins was reported to perform an unplanned x-ray it was further reported that the procedure was completed successfully and no additional adverse consequences or patient impact was reported.